Manufacturer narrative:
Diagnostic/functional testing was performed a philips authorized bench repair facility. Results of the evaluation could confirm the customer's alleged malfunction. The speaker had no sound in unit or in (B)(4) . Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the speaker assembly. The reported problem was confirmed. The device was operational after the faulty speaker assembly was replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported a speaker malfunction when the unit is turned on. It is confirmed the unit did not produce sound and it did have a speaker malfunction inoperative message at the time of the event. The device was not in use on a patient at the time of event, there was no adverse event reported.

Event description:
The customer reported a speaker malfunction when the unit is turned on. It is confirmed the unit did not produce sound at the time of the event. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.